Event description:
Per the clinic, during an initial implantation surgery on (B)(6) 2025 stylet was left in situ due to unable to get the stylet out. During the same surgery, the device was exchanged with a back up implant and the back up implant was implanted successfully.